Event description:
Patient reported inaccuracies in his cgm readings ranging from 30-100 mg/dl. Patient reported that he was wearing an inaccurate sensor at the time of a fall approximately seven weeks prior to his call. Patient reported that the fall resulted in a broken ankle, but patient was unsure as to his blood glucose levels at the time of the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.